Manufacturer narrative:
Three used samples were received for evaluation. Functional testing was able to verify the reported problem; however, the cassette is within the allowable top accuracy specification range of 8 percent for the system configuration. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the immunotherapy was infused too quickly (approximately 4 hours early), but the rate was set correctly. If the patient had been at home and a new therapy could not be started in time, the entire treatment would have had to be repeated, as immunotherapy must not be interrupted for too long. There was patient involvement but no harm.